Manufacturer narrative:
The technician found the battery was not holding a charge and replaced the battery to resolve the issue.

Event description:
Technician alleged that the battery was not charging and the battery led was on. No pt injury.